Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that the balance phacoemulsification (phaco) tip was broken into two parts during the cataract procedure. Procedure was completed. There was no patient harm.

Manufacturer narrative:
Additional information provided in d.9., h.3., h.6. And h.10. One opened broken phaco tip and sleeve in a zip top bag was received. The phaco (phacoemulsification) tip was visually inspected and deemed nonconforming, the phaco tip was broken at the ab (aspiration bypass) hole with a very jagged edge. The phaco had even wall thickness. There was wear on the threads consistent with threading and wear on the back of flange and nut corners that was consistent with use. A review of the device history record traceable to the reported lot number, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The photo and the video provided were reviewed by the manufacturing site. The photo is of a phaco tip and sleeve in a plastic bag, the reported product complaint is confirmed. The video is of an eye surgery in progress, the reported customer complaint was not confirmed. The complaint evaluation confirms the phaco tip was broken. The root cause for the broken phaco tip cannot be determined from this evaluation. The phaco tip visual inspection does not show any manufacturing issue that would cause the broken phaco tip. No specific action with regard to this complaint was taken because the root cause for the complaint issue cannot be determined from this evaluation. All phaco tips are 100% visually inspected by trained operators using 30x magnification during the manufacturing process. Any nonconformance, such as the broken phaco tip exhibited on the returned opened sample, is removed from the lot and scrapped. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed associated with the reported product and event. No further actions are required. The manufacturer internal reference number is: (B)(4).